Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This report summarizes 1 malfunction event in which the device reportedly was associated with errors in identification of expiration date. 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 1 previously reported event is included in this follow-up record. Product return status: 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 1 event was previously reported during the reporting quarter; however, - 1 event was reported in error. - 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes 0 malfunction events in which the device reportedly was associated with errors in identification of expiration date.